Event description:
Isolette was turned on to warm to reach desired temperature prior to placing infant in isolette. Isolette began to warm then abruptly quit heating and display screen went black.======================manufacturer response for infant isolette, hill-rom (per site reporter).======================technician performed diagnostic testing.